Event description:
A hospital nurse reported that several (number not specified) disposable cytology brushes caused additional bleeding when used on patients during bronchoscopy procedures. To the best of her knowledge, the attending physician injected the patients with epinephrine in order to arrest the bleeding.